Event description:
Additional information was received that an alternative device was employed and there was no delay in the surgical procedure.

Manufacturer narrative:
Per the manufacturer's subsidiary, they were using the prescribed gel for the level sensor and waiting the recommended five minutes. There was no visible damage to the level sensor or the cable. There was no alert or alarm, just the red x indicated over the level sensor on the central control monitor (ccm).

Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2018-00436.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a "x" over the level sensor indicator. The system was rebooted. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint is not verifiable. Per the manufacturer's subsidiary, they cannot provide any more information as the level sensor was not returned by the user facility and the level sensor pads have already been discarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.